Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously low glucose module (glum) patient result when compared to the critical rerun result generated by the unicel dxc 800 pro synchron chemistry analyzer. The rerun of the sample was performed on a separate instrument. No erroneous results for glum were reported out of the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the modular chemistry (mc) sample probe and glucose stirrer motor, however, a clear root cause cannot be determined at this time.